Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system became unresponsive to prompts from the user while in the cranial application software. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. A software failure was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: logs were not received. Therefore, the probable cause of the reported issue was unable to be determined without further information. If information is provided in the future, a supplemental report will be issued.